Event description:
It was reported an exactamix 3000 ml eva tpn bag leaked. During an unspecified infusion, the leak was observed from an unknown location. The patient was administered "dextrose immediately to prevent hypoglycemia". Th bags were not overfilled, mishandled or dropped. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured between 29jul2022 and 31jul2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.